Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a disconnected pressure sensor connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use, the insufflation unit front panel indicator of the dioxide bottle shows that the bottle was full even when the bottle was empty, or when the bottle was not connected. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the gas display of the front panel always indicates full due to that k connector of the pressure sensor came off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Olympus will continue to monitor field performance for this device.